Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for a charge circuit timeout/charge circuit inactive. The device alerted for recommended replacement time (rrt) and is at end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.